Event description:
Reporter stated that pt obtained back-to-back blood glucose results of 53 mg/dl and 96 mg/dl, while using the suspect device. Reporter indicated that no action was taken based on these results. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.